Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -11.5/+2.0/091 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to patient experienced a refractive surprise. The lens was exchanged for another same model/length but different diopter lens and the problem was resolved. The cause of the event was due to user error.

Manufacturer narrative:
Device evaluation: lens was returned in liquid in a lens case/vial. Visual inspection found the haptic bent. Dimensional and functional inspections found the lens to be within specifications. Claim#: (B)(4).